Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead. Reprogramming was attempted but did not resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.